Event description:
Information received indicates the brake pedal locks, but then pops back up.

Manufacturer narrative:
The technician replaced two bushings on the brake block assembly to repair the bed.